Event description:
It was reported that pump had gap between cartridge and pump at bottom of reservoir port that exposed internal metal piece and raised concern about whether pump remained watertight. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.